Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited non capture, high and unstable thresholds, and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.